Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with motion sensor test failure error alarm during rewinding due to motor encoder signal out of phase. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test due to motion sensor test failure error alarm. No cosmetic damage noted.